Manufacturer narrative:
An evaluation of the device cannot be performed as the devices were sent to be investigated in the domestic laboratory in (B) (4) due to request of the customer and were not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "when the surgeon cutting the patella, the reamer shaft stuck in the bushing/housing."